Event description:
Related manufacturer reference number: 1627487-2022-03114. It was reported that the patient experienced ineffective therapy. Diagnostic revealed high impedance on all contact of the right lead. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced addressing the issue. Reportedly, therapy was confirmed post op.